Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2017, the patient underwent a primary right knee arthroplasty with implantation of an attune knee and one depuy cement product. There were no indicated intra-operative complications. Primary product information can be found on page 11 of the attached medical records. On (B)(6) 2019, the patient underwent a right knee revision due to pain, instability, synovitis, swelling, effusion, osteolysis around the tibia and femur, and loosening of both the tibial tray and femoral component at the cement to implant interface. The tibial insert, tibial tray, and femoral component were revised. The patellar component was retained. Depuy components were implanted during the revision with competitor cement. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 dob, b5, d4 (lot, expiry date), d6a, d10 concomitant med products, h4, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, h6 health effect - impact code.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : updated 6 apr 2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address aseptic loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the date the original products were inserted is unknown. It should be noted that the tibial tray was pre-s+. No loosening was indicated on the femoral component. The patella was not removed. No lot numbers were readable on the femur, tibia, and tibial insert implants that were removed. Doi: unknown. Dor: (B)(6) 2019, right knee.